Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that when the unit is turned on the alarm constantly sounds. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the power management board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.